Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained new pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device and customer's returned multifunction cable passed all functional testing including impedance calibration testing, defib/pacer stress testing, bench handling and defib cycling. Without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device activity log found no indication of a device malfunction. Three total charge attempts were recorded. The first attempt the device was in sync mode, the user charged to the selected energy, and the shock button was pressed twice but no energy was delivered. The log then suggests the user removed/replaced the pads. The device then alerted the user that the qrs amplitude is too low for proper synchronization, or the heart rate had dropped below 20 bpm. This would not allow the user to discharge in sync mode because no r wave is detected. Then the user charged a second time, but when the user pressed the shock button the device failed to deliver energy due to no r wave being detected. The user then charged the device a third time with sync mode on and pressed the shock button 8 times, but no shock was delivered. The activity log confirms that the shock button was pressed when in sync mode but does not indicate whether the button was held down until the next r-wave (sync marker) was detected. If the shock button is not held down until the next detected r wave, the device will not discharge. The customer provided a printed strip of the clinical file which shows the ECG signal for a short portion of the attempted synchronized cardioversion event. In this strip, sync markers can be seen above each r wave, indicating that the device was properly able to detect each r wave in the patient's ECG signal at the time of ~14:59. In order to successfully deliver a shock when in sync mode, the r series operator's guide (pn: 9650-0912-01) (rev: ya) instructs the user to "press and hold the illuminated shock button on the front panel, (or simultaneously press and hold both paddle shock buttons) until energy is delivered to the patient. The defibrillator will discharge with the next detected r wave." The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.